Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular lead had sensing difficulty and lead impedence issues. In the bipolar mode, the lead could not be verified through the device. Low impedances were also noted. The lead was capped and replaced. No patient complications were reported as a result of this event.